Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: the black box shows no evidence of a 'no power" event. One "por" event associated with the clearing of a cs 064 motor error per normal operation observed in black box on 7/2/2016. No battery cap or cartridge cap returned. All testing performed with test caps. Pump powers with a test battery cap to a dim discolored display. Test battery cap is unable to fully tighten. A battery compartment crack was observed from thread area to case seal and below grip pad. Evidence of moisture contamination inside battery compartment. Pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. A leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture inside pump on battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.